Manufacturer narrative:
Upon follow up, the customer stated that the subject device was cleaned, disinfected, and sterilized before it was sent to olympus. However, the details regarding device reprocessing was unknown. An evaluation of the returned device confirmed the customer allegation of poor water supply. Due to clogging of nozzle, water supply volume does not meet the standard value. There were few additional findings during device evaluation. Due to a pinhole on bending section cover, water tightness was lost. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip, crack and white-clouded area. Due to clogging of nozzle, air supply volume and water removal ability does not meet the standard value. Adhesives around objective lens has white-clouded area. Adhesive around light guide lens was peeled. Connecting tube and protector of universal cord on scope connector side had a scratch. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope exhibited poor water supply. It was unknown when the issue was identified. The intended procedure was completed. The device was returned to olympus and an evaluation found clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive root cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) gif-1200n chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Reprocessing manual for gif-1200n chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.